Manufacturer narrative:
The two fore-sight sensors are not available for return and evaluation, as they were discarded at the facility. The serial number on the devices is unknown; therefore, a device history record review cannot be completed and the UDI information is unknown. The fca letter was provided to the hospital prior to this complaint. The customer notification is currently being circulated in the hospital, but the safety management division has not received the customer acknowledgement form yet. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Fca 168 - res 89647 has been initiated for the issue related to the fore-sight sensor. The fore-sight elite absolute tissue oximeter is reported under report ID: 2015691-2022-05656.

Event description:
It was reported that during an aortic dissection surgery, while using these two fore-sight elite large sensors, the measured sto2 values were displayed as 5 to 8 percent on the patients legs. The blood flow had been stopped for the operation at that time. The monitor was used in adult mode with large sensors. The channel settings were as follows: channel 1: left forehead, channel 2: right forehead, channel 3: left leg, channel 4: right leg. While blood flow was stopped during the aortic dissection surgery, ch3 and ch4 were shown as 5 and 8 percent, respectively, which were lower than expected. Ch1 and ch2 were indicated as 79 and 80 percent at that time. When blood was pumped into the body again, the indicated values were as follows: ch1: 78 percent, ch2: 79 percent, ch3: 81 percent and ch4: 90 percent. There was no error message displayed on the monitor. The expected sto2 value for legs is unknown. There was no troubleshooting performed. The patient was not treated based on the incorrect value. The patient demographic information was requested but unavailable. The product is not available for evaluation, as it was discarded at the hospital. There were no patient complications or injury reported.

Manufacturer narrative:
Correction: it was previously reported that this complaint fell under fca -168 - res 89647, however, there was no product returned for evaluation, nor were any data logs provided. The complaint could not be confirmed and a root cause could not be identified for the issue. Per additional investigation regarding the fact that before and after the pump circulated blood, the values were within the expected range by the user. The typical nature of the somatic sto2 issue should not change when going on/off the pump and is typically present from the start, which indicates the incident was likely unrelated to the fca - 168. Based on the voice of the customer and the fact that no product evaluation could be performed, there is not sufficient evidence to suggest that the device related issue resulted from any of the specified factors. There was not enough information provided to determine if this complaint is related to fca-168 - res 89647 and based on the event description there were expected values observed when the blood flow was resumed.